Event description:
During a meeting, a poster indicated 7 out of 10 pf-lcp plates failed. This event is for loss of fixation.

Manufacturer narrative:
MFR can not be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. This is six of seven reports for plate breakage or loss of fixation as reported on the poster.